Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain, daily, severe') in a 44-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff didn¿t undergo essure confirmation tests". The patient's concurrent conditions included body mass index normal. Concomitant products included ibuprofen (motrin). On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced uterine prolapse ("uterus fell out"). On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"), 1 year after insertion of essure. On an unknown date, the patient experienced abdominal pain lower ("severe cramping"), genital haemorrhage ("heavy abnormal bleeding") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed in 2009. At the time of the report, the pelvic pain had resolved and the abdominal pain, abdominal pain lower, genital haemorrhage, vulvovaginal pain and uterine prolapse outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain, uterine prolapse and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted as "have you had your essure (or any part of the device) removed? No." Current weight 115 lbs. Pain ceased 2-3 days after device removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.8 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jan-2020: plaintiff fact sheet received. New event added: did not undergo essure confirmation tests. Concomitant drug was added. Concurrent condition was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('heavy abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced uterine prolapse ("uterus fell out"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed in 2009. At the time of the report, the pelvic pain had resolved and the genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower and uterine prolapse outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain, uterine prolapse and vulvovaginal pain to be related to essure. Most recent follow-up information incorporated above includes: on 20-may-2019: pfs received- event "uterus fell out", reporter added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.